Event description:
It was reported the pt was experiencing discomfort at his scs ipg pocket site. Subsequently, the pt's scs ipg was repositioned on (B)(6) 2012 which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.